Event description:
During the periodic programming history review, it was found that high impedance was observed on (B)(6) 2007. Following this date, system diagnostics were within normal range again on multiple dates. It was previously reported that diagnostic testing resulted in high impedance for the vns patient on (B)(6) 2006. X-ray review by the manufacturer did not reveal any gross lead discontinuities. Proper lead pin insertion into the generator could not be confirmed; however, diagnostic testing results from the implant date showed results within normal limits. The patient subsequently underwent revision surgery, where it was discovered that the lead pin was not fully inserted into the generator connector block. A pin re-insertion was performed and the high impedance event resolved. Thus inadequate connection at the generator/lead pin interface is the root cause for the high impedance event. Review of the lead and generator device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of the implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of the generator.